Event description:
Info received indicates one siderail will not latch in the up position.

Manufacturer narrative:
(B)(4). Consignees were sent upgrade kits which they could have their qualified personnel install themselves following video instructions or they could contact hill-rom for assistance. The technician found the upgrade was not completed on this bed. The technician upgraded the bed siderails to repair the bed.